Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Analysis was unable to perform the displacement test due to broken reservoir tube lip. The pump had a minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
Customer called to report damage to their pump. Damage reported was a crack on the reservoir compartment. Troubleshooting was performed and the device will be returned for analysis.